Event description:
This notification is being reviewed due to a user of a rental-dreamstation auto CPAP device stating patient passed away and no allegation that the device contributed to the death. There was no serious patient harm or injury. There was no medical intervention reported. The device was not returned to the manufacturer for evaluation. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR will be filed. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the ""become aware"" date if a reportable issue/malfunction is identified.